Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06368, related manufacturer reference number: 2017865-2019-06595. It was reported that the patient presented in the emergency room after slipping and falling. A chest x-ray revealed that the right atrial and ventricular leads had pulled back, and the implantable cardioverter defibrillator had dropped inferiorly in the pocket. It was noted that the right ventricular lead capture thresholds were labile and would increase depending on the patient¿s position. Sensing and impedance values were noted to be normal. The patient presented for lead revision and during the procedure, the right ventricular lead helix would not retract due to tissue build up inside the helix. The lead was explanted replaced. The atrial lead and device were successfully repositioned. Patient was stable.